Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks. Technical services (ts) discussed the reports show non-physiological signals affecting the primary and alternate sensing vectors, and the use of the secondary vector would be recommended if the noise cannot be reproduced during in-office interrogation. It does appear that the secondary vector is already in use. Further recommendations were provided to attempt to reproduce similar noise/artefacts. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks. Technical services (ts) discussed the reports show non-physiological signals affecting the primary and alternate sensing vectors, and the use of the secondary vector would be recommended if the noise cannot be reproduced during in-office interrogation. It does appear that the secondary vector is already in use. Further recommendations were provided to attempt to reproduce similar noise/artefacts. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.